Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
An impellacp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency. Upon arrival to the lab, the impella cp was being implanted. When the device was started in auto mode, waveforms showed the left-ventricular (lv) signal above the placement signal with equalized flows, raising concern for possible clot ingestion or pump saturation. Activated clotting time (act) was subtherapeutic at 221, and the physician noted the patient ¿had lots of clots in the sheath during ECMO cannulation.¿ a new impella cp was placed.the reported events are high or saturated pump flow, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump will be returned for evaluation.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. High or saturated pump flow: due to a lack of data logs or product returned, the cause of the high or saturated pump flow cannot be established.